Event description:
It was reported that an exactamix vented high-volume inlet had foreign matter at the spike. The foreign matter was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h7, h9, h11. H4: the lot was manufactured in march 2023. H11: an actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on the photographs and a small dark particle was observed on the spike connector. Visual inspection of the actual sample was performed and no dark particle was observed; however, device was received with an opened package. The reported condition was verified through photo inspection. The cause of the particle could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.